Event description:
"I have hemodialysis treatments 3 x a week for the past five months and have had continuous adverse reactions to each treatment. I have fallen down and injured myself because of weakness, dizziness, resulting from the treatment and artificial kidney. I have complained to the staff and physician. Recently, my daughter took me on vacation with her and I was treated for 10 days at another kidney center. My condition after those treatments was markedly different -- I was not sick, nor dizzy and did not experience extreme weakness at all. The treatment left me feeling like a different person. When my daugher spoke to the physician on staff about the change in my condition as a result of the different treatment center, he said he would look into it. He told her that he thought that was an important observation and he would find out if there were any differences in the artificial kidney used at both centers -- i.e., that it might be the reused kidney or the membrane having an adverse effect. Yesterday, after he looked into it, he informed me that there was nothing different in the kidney that I had been treated on at the other center and could not understand why I felt different. We'd like to have the machines at gambro checked into."